Manufacturer narrative:
(B)(4). Evaluation summary: the returned device was investigated and the reported gripper line break and gripper actuation issue were confirmed. Although the reported failure to adhere or bond could not be replicated as it was related to patient condition/procedural circumstances, functional testing confirmed that the clip functioned as intended with a proxy gripper line. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported gripper actuation issue appears to be related to the gripper line break and it therefore attributed to procedural conditions/user technique. However, a definitive cause for the reported gripper line break could not be determined. It is possible that procedural interactions (natural curvature of patient anatomy) resulted in constrictive forces placed on the dc shaft, leading to the observed herniation of the coil. Subsequently, the gripper line break was likely due to a contribution of forces from usage of the device (procedural interaction, multiple grasping attempts) in conjunction with the herniation in the lumen coil. The aggregations of forces due to patient anatomy, curves on the system and herniated coils can contribute to the reported break; however, this cannot be confirmed. The investigation concluded that failure to adhere or bond to the leaflets was related to patient morphology/pathology due to a short posterior leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other clip delivery system (60208u131) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that during the procedure, the clip delivery system (cds 60514u142) grippers were not moving, and a gripper line break was suspected, which has the potential to cause or contribute to patient injury. On (B)(6) 2016, the initial mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip (60208u131) was implanted, and the mr was reduced to 1. On (B)(6) 2016, it was found that the mr had increased to 4+. It was suspected that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2016, a second mitraclip procedure was performed for treatment of the slda. It was noted that the clip may still be slightly attached to the posterior leaflet, but this could not be confirmed. The first clip delivery system (cds 60514u142) was advanced to the mitral valve and grasping was performed. Due to the anatomy, several (10-15) grasps were performed. During an attempt to raise the grippers, the grippers did not raise. The gripper lever was cycled, but the grippers were not moving, and a gripper line break was suspected. The cds was removed without issue, and the device was replaced. A new cds was used successfully. One clip was implanted, reducing the mr from 4+ to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.